Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.50mm promus premier¿ stent was selected to treat the lesion; however, resistance was encountered at the calcified site near the lesion. The device was removed from the patient and it was noticed that the stent was lifted. The procedure was completed with a different size of promus premier. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.50mm promus premier¿ stent was selected to treat the lesion; however, resistance was encountered at the calcified site near the lesion. The device was removed from the patient and it was noticed that the stent was lifted. The procedure was completed with a different size of promus premier. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).